Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was not returned to zoll for evaluation. The evaluation was performed by zoll service personnel at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed mid:14 (bg power supply) error message repeatedly" was confirmed during the event log review and not confirmed during the functional testing, the system performed as intended. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed occurrence of mid:14 (bg power supply) and mid:16 (software) three times on the reported complaint date. As a precautionary measure, the power module and the cable were replaced. Following preventive maintenance, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
Zoll has received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The thermogard xp ivtm system displayed mid:14 (bg power supply) error message repeatedly. No additional information was provided. No known impact or consequence to patient information was provided.